Manufacturer narrative:
H11 is updated to include further review. The review expanded on the information found in the log and further detailed the sequence of events. The customer requested to confirm if there was an alarm for the event that occurred on june 16th and, if so, would like to know if the alarm was silenced at the bedside or at the central station. The patient removed self from the bedside monitor (ed bed 15) at 1430 on (B)(6) 2025 , and after the staff realized the patient was not connected to the monitor at 1530 that same day, they would like to know if the bedside monitor and central station displaying inop and alarm messages during that hour and shortly after that hour, and how were those inops and alarms being silenced. Request is to include what messages and alarms the system was reporting during that time. The philips technical consultant (tc) was dispatched and retrieved log data. The patient removed themself from the bedside monitor (ed bed 15) at approximately 1430 on (B)(6) 2025. A philips technical consultant obtained the audit log data which was reviewed by a philips product support engineer (pse) and a philips clinical specialist. At 14:36:14, resp leads off inop generated indicating that not all the required leads for resp monitoring are attached. At 14:36:15, !!ECG leads off inop generated indicating the need to check that all the required ECG leads are attached because no ECG data is available. This is a yellow level severity inop. At 14:36:28, spo2 no sensor inop was generated indicating the sensor is not connected. Inops are technical alarms, they indicate that the monitor cannot measure or detect alarm conditions reliably. If an inop interrupts monitoring and alarm detection (for example, leads off), the monitor places a question mark (?) In place of the measurement numeric and an audible indicator tone will be sounded. Most inops are light blue, however there are a small number of inops which are always yellow or red to indicate a severity corresponding to red and yellow alarms. ECG leads off is configured as a yellow inop severity at 14:52:02, the alarms were acknowledged at pic ix. At 14:54:07, the monitor issued a re-alarm for the !!ECG leads off inop which was acknowledged at pic ix at 15:05:16. At 15:07:21, the monitor issued a re-alarm for the !!ECG leads off inop which acknowledged at the pic ix at 15:25:34. At 15:27:39, the monitor issued a re-alarm for the !!ECG leads off inop which was acknowledged at 15:28:18 at the pic ix. At 15:30:23, the monitor issued a re-alarm for the !!ECG leads off inop which was acknowledged at the bedside at 15:34:35. !!ECG leads off inop ended at 16:02:07. In summary, the alarms were acknowledged at pic ix several times before being acknowledged at the monitor at 15:34:35. The reported problem was not confirmed. A customer response letter is being provided to the customer to address the issue.

Manufacturer narrative:
The patient removed self from the bedside monitor (ed bed 15) at 1430 on (B)(6) 2025 , and after the staff realized the patient was not connected to the monitor at 1530 that same day, they would like to know if the bedside monitor and central station displaying inop and alarm messages during that hour and shortly after that hour, and how were those inops and alarms being silenced. Request is to include what messages and alarms the system was reporting during that time. The philips technical consultant (tc) was dispatched and retrieved log data. The logs were forwarded to a philips product support engineer (pse) for review. The pse determined that the monitoring system detected removal of ECG leads and spo2 sensor and alerted user at: (B)(6) 2025 14:36. The alarms were acknowledged at the bedside monitor at (B)(6) 2025 14:52. The reported issue was not confirmed. A customer response letter is being provided to the customer to resolve the issue. Alertdate, time, bedlabel, action, devicename. (B)(6) 2025, 14:32:34, edsg15, **spo2 87 <90 generated at 14:32:27. Pic ix: mhsgldixcsv12. (B)(6) 2025, 14:32:36, edsg15, **spo2 87 <90 ended. Pic ix: mhsgldixcsv12. (B)(6) 2025, 14:36:14, edsg15, resp leads off generated at 14:36:07. Pic ix: mhsgldixcsv12 (B)(6) 2025, 14:36:15, edsg15, !! ECG leads off generated at 14:36:08. Pic ix: mhsgldixcsv12. (B)(6) 2025, 14:36:28, edsg15, spo2 no sensor generated at 14:36:21. Pic ix: mhsgldixcsv12 .(B)(6) 2025, 14:47:00, edsg15, nbp interrupted generated at 14:46:53. Pic ix: mhsgldixcsv12 (B)(6) 2025, 14:52:02, edsg15, acknowledge mhsgldixcsv12. (B)(6) 2025, 14:54:07, edsg15, realarm edm15.

Manufacturer narrative:
The audit log have been retrieved and are pending review by product support personnel. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that they would like to check if there was a bedside alarm and if so, was it silenced at the bedside or the central. The device was in use on a patient at the time of the event. No adverse event was reported.